Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type ii and spinal pain. It was reported that maybe longer than 6 months, the patient noted they had an issue that their ins was not charging as quickly for the ins battery was going through battery life quicker and patient thought it was really early for the ins to go bad. The patient noted they kept the stimulation settings the same and the patient had tried different anchors but the ins was not holding a battery as long.